Event description:
It was reported that during a vats wedge resection procedure, on the first firing the device only fired four to five staples and then locked out. Once the device was removed, there were some unformed staples lying on the tissue. Another device was used to complete the procedure. There was no impact to the patient. On what tissue type was the device used? At what location on the tissue? Apex of lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Used manual release. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Release button. The sc60 device was returned with no visual non-conformances and with a reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the release button posts were noted to be broken, these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position.